Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that prior to use the balloon of the radial band leaked and was unusable. Another device was used to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. However, the customer provided a video that showed the balloon was able to be filled and hold air. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.